Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported there was an inadequate amount of light getting through the endoscope, making the displayed image very dark. As a result, an alternate device was employed for the procedure. The changing out of the device resulted in a 10 minute delay in continuing the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.